Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Reference article: "a tale of four atrioventricular intervals." Europace. March 1;12(3):441-442.

Event description:
A journal article was reviewed that contained information regarding this device. During post-operative monitoring, there was "unusual pacing behaviour." Upon interrogation of the device, there were episodes of loss of pacing. Loss of ventricular output was also noted. The device was reprogrammed. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.